Event description:
The customer reported obtaining erroneously elevated access ck-mb (creatinine kinase-mb) result above the normal reference range for one (1) patient involving the unicel dxi 800 access immunoassay system. The elevated result was reported out of the laboratory and questioned by the patient's clinician. The customer repeated the sample and obtained a lower result within the normal reference range of the assay. There was no change or affect to patient treatment in connection with this event. The sample was collected in a heparinized plasma tube and centrifuged for 7 minutes at 4000 rpm. The sample was analyzed from the primary tube and the customer did not notice any sample integrity issues. All 3 levels of qc (quality control) performed within the laboratory's established ranges between (B)(6) 2013. Level 1 qc on the date of the event was low at 2 standard deviations. The calibration curve for ckmb performed on (B)(6) 2013 passed with an acceptable %cv (coefficient of variation) and a routine system check performed on (B)(6) 2013 passed within specifications. There were no errors on the instrument's event log for this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and ran a carryover test on the instrument. The carryover test failed and the fse discovered gel or serum build-up on the sample probe. The sample probe was also misaligned to the wash tower and was not washing properly. The fse replaced the sample probe to resolve the issue and repair was verified per established procedures. Failure mode is attributed to the sample probe.